Manufacturer narrative:
The broken hps-h001 is not expected to be returned for evaluation and review. This complaint of broken device was verified via photographs that were received. The photographs were reviewed by manufacturing engineering and it was determined that the breakage was caused by excessive lateral force. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution were found to have met all specifications prior to shipment. There have been a total of 10 complaints for this lot number and failure mode within the past two years. (B)(4). Per the instructions for use for this accessory's handpiece, the user is advised the following: precautions: do no apply excessive loading on the shaver blade or bur. Excessive force or using shaver blades or burs as a lever can cause damage to the device including permanent deformation, shedding of metal (wear), motor seizure, and overheating. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the hps-h001, 4.5mm x 19cm hps spherical bur, device broken mid-shaft during surgery. It was reported that the device fragment/component was retrieved from the patient. The patient did not sustain any injury from this event. Further information has been requested; however, that information has not been made available. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.